Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # 388c10. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with the anvil bent upwards and without reload present. During the visual inspection, the device was returned with buttressing on the jaw. In addition, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The condition of the anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete this condition can appear to not close. Please reference the instruction for use for more information. The event described of would not fire and would not close could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 388c10, and no non-conformances were identified. Additional information was requested and the following was obtained: surgeon used a green reload with ethicon slr. He also stated it was a revision and the patient had thick stomach tissue.

Event description:
It was reported that during a sleeve gastrectomy procedure that after an unknown number of firings that the jaws would not properly close. Device was loaded with an unknown cartridge and slr. There were no staples deployed and the knife did not cut. Another like device was used to continue with the procedure. There were no adverse consequences for the patient.